Manufacturer narrative:
The product involved in the report incident is not available for evaluation. Photographs are expected to be provided. An investigation has been initiated based on the reported information.

Event description:
The sales representative reported that a pt's sustained a reaction at the PICC dressing. Biopatch was placed at the time of insertion and upon removal, little blisters were observed. Biopatch was discontinued and the pt got worse after the line was pulled out. Chloraprep was used a clear dressing was lightly applied. The line was cultured and there was no infection at the tip. The overall sensitivity ratio was very high for this pt had previous reactions to IV's. Although the product is not available for return and evaluation, pictures are forthcoming. Add'l info received on 09/18/2007: the PICC line was inserted into the arm and the area was cleaned with chloroprep and the biopatch placed. A tegaderm was then placed tightly over the biopatch. On approx a month earlier, after 7 days of the biopatch being in place, it was removed for the first time. The skin under the biopatch was slightly indented from the tegaderm being on tightly and had small blisters on it. Another biopatch was not replaced at the insertion site. The area was again covered with a tegaderm. On six days later, it was noted that the area had become worse and the line was removed. The line was cultured and the results were negative for infection. Neosporin was applied to the area. No debridement was required. The following info was requested on october 2, 2007. The answers provided were received on october 8, 2007. Question: please provide the frequency of biopatch/PICC change. Answer: this was the first dressing as stated in the file. Question: please clarify patient got worse after line was pulled out. Answer: yes the area got worse when the line was pulled. Question: please provide information regarding, biopatch application site. A. Presence or abscence of edema. Answer: no edema. B. Skin fragility. Answer: unknown. C. Other(s). Question: please provide the allergy history. Answer: unknown. Question: please provide the pt condition/diagnosis during the occurrence of the event. Answer: cancer pt receiving chemo as stated. Question: please provide the medications used on the PICC. Answer: neosporin used at site when PICC removed. Question: please provide any medical/surgical procedures used to treat the event. Answer: neosporin used at site when PICC removed.